Event description:
It was reported that the pulse generator would not interrogate during implant. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.